Event description:
Tampon stuck [foreign body in reproductive tract]. Tampon cord break [device breakage]. When taking out...cord will break [complication of device removal]. Cotton missing in tampon tube [device physical property issue] . Case narrative: consumer reported via email that the tampon cord broke and became stuck. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.